Event description:
The reporter indicated the surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's left eye (os) on (B)(6)2010. The lens was explanted on (B)(6)2010 due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle. The icl was exchanged for a shorter lens.

Manufacturer narrative:
Secondary surgery, excessive, (B)(4).